Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. This issue occurred each time the 12 lead button was pressed. Each time the user was able to manually power the device back on using the power button. A backup device was available to complete the 12 lead. This issue is patient related; however there was no report of an adverse patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Physio did observe that the grommet in bay 1 positive pin was loose and that the kepnut in that location was mis-threaded and could not be torqued. As a precaution the rear case of the device was replaced, after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Loose kepnuts and grommets n the battery well of the rear case can contribute to inappropriate lost of power; however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. This issue occurred each time the 12 lead button was pressed. Each time the user was able to manually power the device back on using the power button. A backup device was available to complete the 12 lead. This issue is patient related; however there was no report of an adverse patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.